Event description:
Supplemental report is being submitted due to the completion of the investigation on 23 dec 2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided a document-based investigation was conducted. In the additional information provided the customer states that the device will be returned for evaluation. After several attempts to confirm if the device was returning or not, we received no confirmation. Therefore, the investigation was completed based on customer and/or rep testimony. Should the device become available in the future, the file will be updated accordingly. Manufacturing records: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and / label: the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive cause could not be determined from the investigation. Since no device was returned and no image or additional information were provided, identifying a specific root cause is challenging. However, a potential contributing factor may involve the needle¿s distal end breaking during an attempt to puncture hard tissue or a hard lesion. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony provided. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: the device snapped. They were able to retrieve it and finish the case. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The device was retrieved, and the customer finished the procedure. Investigation findings conclude that a definitive root cause could not be determined. However, a potential contributing factor may involve the needle¿s distal end breaking during an attempt to puncture hard tissue or a hard lesion. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony provided.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event the device snapped. They were able to retrieve it and finish the case. Patient outcome the device was retrieved and the customer finished the procedure.